Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 1 month after dental implant was installed in intraoral region #7, its non-osseointegration was observed. Forty-five (45) ncm of primary stability was achieved, the patient presented bone type iii. In addition, the dentist reported that the procedures of immediate implant and immediate load were performed.